Event description:
It was reported that the pt had a history of myocardial infarction, congestive heart failure, and coronary artery disease. In 2007, md inserted iab via right femoral artery. Three days later while weaning, the pt from assist ratios 1:2 to 1:4 then back on 1:2, the pump emitted "helium loss" alarms. Upon checking the line, blood was found filling the gas line and pulsating. The iab was removed, and the pt was stable. There were no reported pt complications.

Manufacturer narrative:
A f/u report will be filed if more info becomes available.